Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the right port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information : device manufacture between: 02/09/2018 to 02/10/2018 the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph did not show evidence of the reported problem of a leak at the right port. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.